Event description:
The last successful recharging session of the implantable neurostimulator was 6 months earlier. The patient was able to recharge his implantable neurostimulator without issue until this time and then began to notice that he was recharging his device more often than expected and could not recharge past 25%. The patient lost stimulation sensation. The patient met with a field representative who told him that the device was non-functional and the surgery was required to address situation (date of contact not reported). Six weeks after losing stimulation, the patient was seen in clinic. There were telemetry issues and a power on reset condition was noted following the overdischarge. A physician mode recharge was initiated with 7-8 (of 8 total) recharge efficiency bars darkened. The patient had lost greater than 70 pounds. The device pocket was snug and didn't appeared to be greater than 2 cm deep. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.